Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be a heart attack. It was reported that the patient had been hospitalized for a prior heart attack that was presumed to be food poisoning. Five days after hospitalization, the patient experienced another heart attack and passed away. Pd therapy was reported to be ongoing and connected at the time of death. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A device history record review was performed and indicates that manufacture of the device is not related to the reported event. A review of the event history log found no failure, malfunction, increased intraperitoneal volume events, keystrokes, programming, or use related events that could have caused or contributed to the reported event. A visual inspection was performed on the device and found nothing related to the reported event. A power on self test was performed with no issues. A one hour therapy was performed on the device with no issues. Sample analysis found no issues related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.